Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention may occur to address the issue. It is not known which lead has high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000170324.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction- model number: additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000170324.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored.